Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the ipg had to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred years ago from date manufacturer was made aware.